Event description:
Report received of an overdelivery during routine preventative maintenance testing at the user facility. The customer stated that the device was set to deliver 100ml/hr, but when the infusion was completed, the graduated cylinder measured 105-106ml of fluid collected. Reportedly, the test was repeated a couple of times and with each the results were the same. There were no reported problems when the device was in clinical use. Though requested, no additional info was provided.